Event description:
The pad device was used on a responsive patient during a visit to a personal training facility. The device analysed the patient's heart rhythm and advised against a shock. The device did issue a "low battery" warning. The patient survived and it was assumed that he was transported to hospital after the event.

Manufacturer narrative:
The reported event occurred on (B)(6) 2009 and lasted for more than 7 minutes. The electrode pads were attached to the patient and the device analysed the patient's heart rhythm but no shock was advised or delivered. According to the technical log, three "low battery" warnings were issued but the device continued to perform to specification. The returned pad device and pad-pak were tested in heartsine technologies and a total of 16 shocks were delivered with no warning messages issued. Investigation of this complaint would indicated that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.